Event description:
It was reported the clinician told biomed that there was no output from the device. Biomed checked the device with an analyzer and output and sensitivity checked okay. Biomed to leave the device in-service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.